Manufacturer narrative:
(B)(4).

Event description:
During a replacement device surgery, a lead wire was noted as being broken, and that it had pulled out of a "battery part." The patient was having pain with the device system turned off. The device system was explanted and replaced in april, and the patient noted the device system was now working right. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.